Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and there was no harm to the patient. The philips field service engineer (fse) inspected the system onsite and confirmed that the display screens were black and could not display anything. During troubleshooting, the fse found that the customer connected other equipment to mcs monitor power cable, so the equipment power load was high, which caused the reported problem. The fse disconnected other equipment power cable from the mcs monitor power cable. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with the system, as the user connected other equipment to mcs monitor power cable, so the equipment power load was high, which caused the reported problem. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It has been reported to philips that the dsa (digital subtracting angiography) failed. The main display screen and the suspended display screen in the operating room were black and could not be displayed. The system was in clinical use. The customer has reported harm to the patient. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and there was no harm to the patient. The philips field service engineer (fse) inspected the system onsite and confirmed that the display screens were black and could not display anything. During troubleshooting, the fse found that the customer connected other equipment to mcs monitor power cable, so the equipment power load was high, which caused the reported problem. The fse disconnected other equipment power cable from the mcs monitor power cable. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with the system, as the user connected other equipment to mcs monitor power cable, so the equipment power load was high, which caused the reported problem. Based on the investigation results, philips concluded that the complaint is not reportable. The 510k, catalog item identifier, product UDI, manufacture date, reporting address line 1 and the reporting address city have been updated.